Event description:
It was reported that the large volume pump (lvp) module had a pressure sensor issue and the safety clamp would alarm when no tubing was in the lvp. Then when they tried to run the device, it had occlusion alarms. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause : the root cause for the reported issue of an false alarm was not determined because no products or device logs were returned.